Event description:
It was reported that during device preparation prior to the implant procedure, the device was noted to be in back up vvi mode. The device was not used. There was no patient consequences.

Manufacturer narrative:
The reported event of device in back-up vvi (bvvi) mode was confirmed. The pacer was received in bvvi operation with battery voltage above elective replacement indicator (eri). Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature and is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.